Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported the pt stopped using the scs therapies approx (B)(6) ago as he could not establish telemetry between the ipg and his charging system. The physician recommended the ipg be explanted and replaced. It is unk if the ipg will be returned to the MFR for analysis. F/u on the pt found no further issues reported.